Manufacturer narrative:
The cause of the event was most likely due to patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 23mm 2700tfx aortic valve was explanted after implant duration of approximately six (6) months, due to infected bioav root and valve dehiscence. Patient underwent homograft repair using stentless bioav.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve to additional information and device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 23mm 2700tfx aortic valve was explanted after implant duration of two (2) years, nine (9) months, due to unknown reasons. The explanted device was replaced with a 23mm 11500a aortic valve. Per implantation data card explant was not due to deficiency of surgical valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.